Manufacturer narrative:
The customer requested testing for heterophilic antibodies. Siemens received the patient sample for in-house testing. The patient sample was tested with hbsagii lot 109108. The sample was also treated with scantabodies hbt (heterophilic blocking tube). Results: (B)(6). The rlu and index of the sample decreased significantly with the scantabodies hbt tube. The patient sample showed > 90% rlu decrease following treatment with the scantabodies hbt tube. The significant decrease in rlu and index is indicative of a heterophilic interference being present in the sample. The cause for the discordant (B)(6) results is due to heterophilic interference. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. For diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) result was obtained for a patient sample. The patient sample was tested on the advia centaur xp hbsag confirmatory (conf) assay and the result was not confirmed. The customer reported a (B)(6) result. The patient is a dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.